Event description:
It was reported that during a kyphoplasty surgery, the scrub tech cut their hand while opening the monomer bottle. The device did not come in contact with the patient and the tech reportedly left the operating room when the incident occurred.

Manufacturer narrative:
(B)(6). (B)(4).